Manufacturer narrative:
(B)(4).

Event description:
Customer called to report an electrolyte calibration failure on the unicel dxc 600 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument. Customer stated that he observed an overflow from the ion selective electrode (ise) drain assembly when he raised the ise module. Customer then cleared an obstruction in the ise drain waste valve (valve j2), which resolved the issue. Later that day, the cts followed up with customer to ensure that the issue was effectively resolved with troubleshooting. Customer confirmed that the electrolytes were properly calibrated. Customer stated that no erroneous patient results were generated as a result of the instrument issue. No effect to patients or instrument users was reported.